Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert while the user was on a 6 mm, 23-inch infusion set, indicating pressure in the tubing or infusion set, and the alert resolved only after the user changed out their supplies. Symptoms included no reported changes in blood glucose. Outcomes included no escalation of care or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed an occlusion condition associated with the insulin delivery pathway that resolved after replacement of the infusion set, consistent with an infusion set or tubing obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set or tubing that was mitigated by supply replacement.